Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating and subsequently, the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose level was 205 mg/dl. Reportedly, the customer used another wall adapter to resolve the issue. Customer continued using the pump for insulin delivery.